Event description:
Woman pt, had new tesio for 24 hours. No lot number. In hosp due to diarrhea. The bandanges were wet when being changed. The extension line was about to fall off. The connection was exchanged immediately and the line was cut off.